Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via phone call low blood glucose, high blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 47 mg/dl and as high as 442 mg/dl. Customer believed they inaccurately counted their carbs which resulted in high blood glucose. Customer advised they struggled with low blood glucose prior to using insulin pump therapy. Customer understood the reasons for their low and high blood glucose levels. Customer felt the device functioned properly and declined to further troubleshoot.